Event description:
Report 1 of 2. It was reported that while using bd vacutainer® safety-lok¿ blood collection set, blood leakage occurred from the non-patient needle when the tube was inserted on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jul-2025. Investigation summary: bd received 42 sets of unopened samples for investigation. The samples and 50 retained samples were evaluated by visual examination and nothing abnormal was found with the rubber sleeves. Additionally, 13 sets of returned samples and retained samples of 8 sets were evaluated by functional testing using bd blood collection tubes and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve leakage based on returned and retained testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported that while using bd vacutainer® safety-lok¿ blood collection set, blood leakage occurred from the non-patient needle when the tube was inserted on unspecified number of devices. There was no health impact or consequence reported.